Manufacturer narrative:
(B)(4) information anticipated, but unavailable at this time.

Event description:
It was reported that a gastric dilatation was observed and to resolve with the removal of the (B)(4) adjustable gastric band. There were no reported patient complications. Additional follow up is being conducted.

Event description:
It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of the femoral artery after an unspecified procedure. Reportedly, a cuff miss occurred. A second proglide device was used to achieve hemostasis. There was no reported adverse patient sequela. Though requested, additional information was not provided.

Manufacturer narrative:
(B)(4). The band/balloon with 2.5cm of catheter, the injection port, one piece of catheter and the locking connector were returned for analysis. Upon visual inspection, it was observed that 3 foldlines were observed on the balloon, these foldlines were localized near the catheter connection, pale yellow staining and small dark brown spots on band, balloon and buckle. The buckle was cut and tubing strain relief was not returned for evaluation. The event cannot be confirmed, device analysis cannot confirm events that are physiological in nature. Band slippage is a recognized adverse event associated with gastric banding. A device history record (DHR) review was performed, and no discrepancies were recorded during the manufacturing process.